Event description:
After a csi 2 mm burr was advanced over the viper wire to the lesion, several runs of atherectomy were performed. Subsequent angiography showed an excellent result; however, angiography revealed a small piece of the viper wire had distally embolized into the left popliteal artery. A 7 mm en snare device was then advanced into the popliteal artery, and almost the entire wire was removed. There was an extremely small (1 mm)segment of the wire that was in a minor branch of the left anterior tibial artery that was left behind. No apparent injury to patient.